Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. E1. Initial reporter first and last name unknown. E1. Initial reporter email unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during use there was a leakage from the syringe when the air was removed after blood collection. There was no disinfection or sterilization, and no infectious disease occurred. There was patient involvement, and no patient harm reported.

Manufacturer narrative:
No product sample was returned for evaluation. A picture was provided of a syringe with attached filter-pro device. Review of the photo showed what looked like shoulder damage near the base of the syringe. Based on the results of this investigation the complaint was confirmed. The root cause is unknown. Complaint information will continue to be monitored for any new information or adverse trends and future actions will be taken accordingly. A device history record could not be completed as no lot number was received.